Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the inlet air path foam and pollen filter were replaced for fco. Error codes were recorded in the ventilator's downloaded error log confirming a failure. The device's active exhalation control module (aecm) was replaced to address the issue.